Event description:
Caller reported aviva glucose result of 112 mg/dl, lab result of 326 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.